Event description:
The reason for call was patient stated that they are going to have their battery changed out tomorrow because the battery is going bad. Patient stated they got a message when they turned the device on probably a month or two ago that said to call or get in touch with medtronic. Patient said they were told at that time that they had about 70 hours left on the battery. Patient mentioned that the device helps with their sciatic pain and they're wondering if it could treat neuropathy as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the battery was replaced on (B)(6) 2025 and will be programmed on 2/10/2025.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported seeing code 201 on the handset today; agent reviewed vanta eri. Pt stated they were told this implant battery would last the rest of their life. Pt mentioned that their health is bad, they have neuropathy in their feet, and they have to use a walker. Pt mentioned their last ins went dead after 9 years. Pt stated they also take gabapentin. The pt was redirected to hcp to further address possible ins replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.